Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the source of infection was coagulase negative staphylococcus. The patient was treated with antibiotics. It was noted that a large amount of serous fluid was encountered in the subpectoral device pocket and the pocket appeared inflamed and thickened. The appearance was consistent with a low-grade chronic infection.

Manufacturer narrative:
Continuation of d10: ddbb2d1 ICD implanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient developed an infection.  The implantable cardioverter defibrillator (ICD) system was explanted and replaced with a temporary implantable pulse generator (ipg) system.  No further patient complications have been reported as a result of this event.